Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a dislodged display screen, partially dislodged force sensor pins, and an out of calibration force sensor. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Unrelated to the complaint, eval revealed the display had a red tint and the battery compartment was cracked. Cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
Pt reports pump dispensed insulin during load cartridge phase.